Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3998, lot# v433773, implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had never had any therapeutic effect. It was stated that the patient¿s lead had high impedances. The patient was reported as not receiving therapy, and had uncomfortable stimulation. It was unknown whether the patient had had any falls or trauma. It was noted that the patient was in the operating room at the time of this report, having the lead revised. Additional information received reported that the patient had her lead explanted on 2013 (B)(6). The lead was said to have had a high impedance with a value of >10000 ohms when it was tested on its own, unattached from the patient¿s implantable neurostimulator (ins). It was stated that the patient had experienced a shocking sensation at the lead location when stimulation was turned on. It was noted that the new lead placed during the revision, was inserted into the previous ins and the impedances were within the normal limits. No new information. Additional information received reported that no malfunctions were determined. It was noted that after the revision, the patient was doing well. No new information. No new information.